Event description:
Facility representative reports a patient that experience 'hypercorrection', after refractive surgery. Patient presented as a hyperope on pre-op, and post-op measurement provided shows a myopic refractive error. More patient information has been requested.

Manufacturer narrative:
During the onsite investigation, the field service engineer could not find any issues with the system. As a preventative measure fse replaced two 45 degrees mirrors and main lens, and performed alignment of all optical paths of the laser and successfully completed the system verification. A root cause for the reported event could not be determined. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).